Event description:
It was discovered by the site on an x-ray taken (B)(6)-2015, that the femoral stem had subsided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if it becomes available will be submitted in a supplemental report. Currently implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was discovered by the site on an x-ray taken (B)(6)-2015, that the femoral stem had subsided.

Manufacturer narrative:
Additional information: date of explant

Event description:
It was discovered by the site on an x-ray taken (B)(6) 2015, that the femoral stem had subsided.